Event description:
Technician found brakes set at foot, but not at head. No injury reported.

Manufacturer narrative:
Technician found wear and tear, rocker arm broken. Technician replaced brake linkage with an upgrade kit to resolve.